Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an osteochondral repair procedure, the single shot spear and drill was used to insert the first chondral dart successfully. A second location was chosen and the single shot spear and drill were used. When the drill collar contacted the back of the spear, the collar sheared off the drill shaft. The procedure then had to be converted from an arthroscopy to arthrotomy. The incision was extended and the affected cartilage was removed and chondral drilling of the defect carried out.